Event description:
It was reported that during daily routine check, the cs100 intra-aortic balloon pump (iabp) had 2 new numbers casters that were damaged and not moving properly. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the casters. The iabp handed over to the customer in good, working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had 2 new numbers casters that were damaged and not moving properly.